Event description:
Port inserted in left subclavian on 4/5/95 for use for chemotherapy due to poor peripheral access. On 4/11/95 port removed due to leakage and chemotherapy medications infiltrating into the mediastinal area. Physician states pt now has mediastinitis.